Event description:
The male patient had the following medical history: stable angina class 2, hypertension, hypercholesterolemia for which patient is on medical treatment, family history, and current smoker. Patient received eight cypher stents; one in the proximal left anterior descending (lad), one in the mid lad, two in the first diagonal, one in the intermediate/anterolateral artery, one in the obtuse marginal, one in the distal circumflex, and one in the posterior descending. Approximately three years after the index procedure, the patient had stable angina and a positive stress test. An angiography was performed and revealed restenosis in the two cypher stents that had been placed in the first diagonal. Drug therapy was prescribed.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 9616099-2006-01284. This device crs 18250 (lot r0703476) is distributed outside the united states; however it is similar to the united states product cxs 18250. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.